Event description:
It was reported to philips by a customer was unable to adjust settings on unit- ipap numbers. Based upon the information provided, the device was being set up for patient use without any delay of therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer was attempting to set up unit for use, customer found that they are unable to adjust settings on unit. The customer stated that the setting is bouncing up and down. The rse dispatched a field service engineer (fse) to come on site and repair the unit. The fse replaced the front bezel to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.